Event description:
The remb saggital saw was returned for service. Upon eval at the MFR, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded and the tps coated flex assembly was found to be damaged. The presence of corrosion in the motor assembly and a damaged tps coated flex assembly could cause or contribute to the handpiece running without user activation.